Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Cine review was performed; the media confirmed the reported patient effect of pseudoaneurysm, but no malfunction can be seen with the abbott device, a probable cause for the event could not be determined from the media reviewed. A conclusive cause for the reported patient effect of pain and pseudoaneurysm and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of pain and pseudoaneurysm are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 & d10 is filed under separate medwatch report number.

Event description:
It was reported that on (B)(6) 2025 two 3.75x38mm esprit btk scaffolds were implanted in the left anterior tibial artery overlapping 1 mm. On (B)(6) 2026 the patient returned to the hospital with left leg pain and claudication. Therefore, angiography was performed and a pseudoaneurysm was noted where the two stents overlapped. It was noted that both stents remained patent. An unspecified covered stent was implanted to treat the pseudo aneurysm. No additional information was provided.